Event description:
A user facility reported that the bubble was not holding. The doctor found on the first day post-op that a patient's eye pressure was 80% instead of 100% and that there could be a problem with the gas tank. No patient identifiers were provided. The patient outcome was good.

Manufacturer narrative:
Analysis of the returned product by gas chromatograph (gc) showed that the product met purity specification and that no unusual peaks were seen compared to the original gc. A check of the batch production records showed that the original gc analysis met purity specification. There have been no other reports involving this lot number. No conclusion can be drawn. This report mailed in to the FDA on: (B)(4) 2010.